Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator. It was reported that, when the patient first got their device, their symptoms were much better initially. Then, they noticed that, sometimes, it was worse and, sometimes, it was back to a better situation. The patient saw a manufacturer representative (rep) on (B)(6) 2017 and stated that the rep was concerned because it didn¿t seem like the patient¿s progress with symptom control was right. It was noted that the patient¿s case was ¿extreme¿ so they didn¿t expect 100% improvement, but wasn¿t seeing progress. They came to find out that the implant was never turned on. The rep told the patient to not touch the ¿ins off¿ button on the patient programmer (pp) and the patient stated they had never touched that button from the time they got the implanted neurostimulator (ins). The patient questioned the battery in the pp because they weren¿t feeling right, starting about a month prior to the report, noting that they were nauseous and they didn¿t feel right in their lower pelvic area. Because of this, they decided to check the pp and they found that the pp batteries were dead, so they replaced them. After replacing them, they made sure the lightning bolt was in the ins icon, so they weren¿t sure how it was off at their appointment on 2017-12-06. The ins was turned back on at the appointment but, all of a sudden, their symptoms were worse than they were before because their incontinence wasn¿t getting better and seemed to be increasing. The symptoms had worsened within the week that their therapy had been ¿adjusted¿ and, at the time of the report,they were on a different program. Their symptoms were worse than they were before they got the device. There were no further complications reported or anticipated.